Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with xiaomi 11 with android operating system version 13. The customer experienced a signal loss and was unable receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia, with symptoms reported as shaking, sweating, unresponsiveness, and loss of consciousness. The customer was unable to self-treat and had contact with emergency services who provided treatment of glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing high/low glucose alarms with freestyle librelink application. Smartphone compatibility with the use of freestyle librelink and the xiaomi 11 with android operating system version 13 has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The sensor serial number was additionally provided and extended investigation has been performed. There was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the sensor tail indicating the sensor being properly inserted. Sensor was restored to storage state and activate with known good reader to receive first 5 ble (bluetooth low energy) packets. First 5 ble packets were successfully received with the blc count and rssi (received signal strength indicator) are present for all packets. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with xiaomi 11 with android operating system version 13, app version 3.5.1.10363. The customer experienced a signal loss and was unable receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia, with symptoms reported as shaking, sweating, unresponsiveness, and loss of consciousness. The customer was unable to self-treat and had contact with emergency services who provided treatment of glucagon injection. There was no report of death or permanent impairment associated with this event.